Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor pod removal, sensor wire became detached from sensor pod and fell on the ground. Patient's mother was unable to locate sensor wire. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.